Event description:
It was reported that the remote patient monitoring system associated with this implantable cardioverter defibrillator (ICD) issued a red call doctor icon. This icon means that the device has likely detected an issue which could impact critical therapy delivery, but could not transmit it through the monitoring system. No further information was provided. Boston scientific technical services (ts) consultant referred the patient to their clinic. No adverse patient effects were reported. This device remains in service.